Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. There was no repair history. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, there was no image after starting up. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s400.